Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to fluid loss on pressure regulating balloon (prb). All components were explanted and replaced. Additional information was received. Patient experienced incontinence.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Manufacturer narrative:
Unk-p-aus, aus, cuff.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to fluid loss on pressure regulating balloon (prb). All components were explanted and replaced. Additional information was received. Patient experienced incontinence.